Event description:
A driver rx coronary stent delivery system length 18mm, diameter 4.0mm was used to a lesion in a patient's tortuous rca which exhibited diffuse disease. It was reported that the stent delivery system broke during the procedure. The device was removed from the hoop without difficulties. The physician inspected the stent prior to use and there were no issues noted. It was reported that there was resistance encountered during delivery of the device to the lesion site. It was reported that the stent delivery system broke outside the patient. The patient was reported to be fine post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Evaluation, results - lesion morphology. Evaluation codes, conclusions: lesion morphology. The stent delivery system and cd of procedural images were returned to medtronic for evaluation. On review of the returned device, the stent was still on the balloon and was positioned as per specifications. The distal tip was slightly flared indicating that it may have met resistance during insertion. The 1st proximal stent segment was slightly flared. A number of struts on the 9th, 10th and 11th proximal segments and the 2nd and 3rd distal segments were deformed. The hypotube had detached 10.7cm distal to the strain relief. The hypotube was kinked on each side of the break site indicating that force may have been applied to the device. Both the distal and proximal ends, at the break site, were oval in shape. Based on the review of the procedural cd images, there was two guide wires used. The cd did not contain any images of the delivery and withdrawal of the returned device.